Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implantation procedure, physician noticed that the trailing haptic was broken. The iol was subsequently explanted during initial implantation procedure, and procedure was completed on the same day. Additional information has been requested but is not available at the time of this report.